Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. It was noted that coverage on the patients right side was lost. The patient underwent a lead replacement procedure and was doing well postoperatively.